Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used during a stone retrieval procedure performed on (B)(6) 2023. During preparation, while unpacking, however, the packaging of the zero tip basket was damaged and was already open. Another zero tip basket was used and completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
This event was reported by bsc sales rep. The initial reporter facility name is: (B)(6). The complainant was unable to report lot number; therefore, the manufacture date and expiration date are unknown. Device code a0205 captures the reportable event of packaging already open and damaged.